Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspection were completed and no issues were noted during manufacture. The samples were received without their original packaging inside a ziploc bag, in used conditions and with their certificate of decontamination. Visual inspection was performed at 12" under normal lighting to received unit, in order to detect any damage on the cuff, airline or pilot balloon. Results: no damaged could be detected. Functional test: samples were filled with 5cc of air according to flextend tts tracheostomy tube assembly in order to see if there was any functional problem. Results: when we were inflating the units with air, the cuff only inflated one side. According to the IFU, manipulated the pilot balloon and the cuff inflated completely. After the whole cuff inflated, deflated and inflated 4 times, all the times the cuff inflated completely. Based on the analysis conducted in the sample provided, the complaint was not confirmed. No corrective actions were taken since the complaint was not confirmed. Operator of device: unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that tracheostomy was leaking. The patient found out prior the device use. No patient injury was reported.